Event description:
User alleged that the second time she used the walgreens personal steam inhaler scalding hot water and steam shot into her face. She alleges that she suffered injuries with first and second degree burns to her eyes, face, cheeks, nose, and chin. The user alleged that she sought emergency room treatment as well as follow up care with an ophthalmologist, family physician, and plastic surgeon.